Event description:
It was reported that, during an unknown procedure, an unknown error occurred and became not to function during use. Pre-run test was performed, but an unknown error occurred. The device became not to take off from the handpiece. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. The number of remaining uses of hp054 was 11. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: r9227t. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The handpiece was returned with an instrument attached. Upon visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked and slightly separate from the mid housing. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.